Event description:
It was reported to covidien on 05/06/2009 that a customer had an issue with a dialysis catheter. Customer states there is a piece broken off from the arterial ultem adaptor. This catheter was pulled and replaced as a result.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.